Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 507593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), fatigue ("fatigue"), memory impairment ("memory disorder"), headache ("headaches"), tinnitus ("tinnitus"), vision blurred ("blurred vision"), abdominal distension ("abdominal bloating"), breast discomfort ("breast tension") and rash ("skin rash"). The patient was treated with surgery (salpingectomy with laparoscopic cornuectomy for complete removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, metrorrhagia, fatigue, memory impairment, headache, tinnitus, vision blurred, abdominal distension, breast discomfort and rash outcome was unknown. The reporter provided no causality assessment for abdominal distension, breast discomfort, fatigue, headache, memory impairment, metrorrhagia, pelvic pain, rash, tinnitus and vision blurred with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: negative for nickel and titanium. Lot number: 507593 manufacture date: 2013-09 expiration date: 2016-09 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. 507593) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), fatigue ("fatigue"), memory impairment ("memory disorder"), headache ("headaches"), tinnitus ("tinnitus"), vision blurred ("blurred vision"), abdominal distension ("abdominal bloating"), breast discomfort ("breast tension") and rash ("skin rash"). The patient was treated with surgery (salpingectomy with laparoscopic cornuectomy for complete removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, metrorrhagia, fatigue, memory impairment, headache, tinnitus, vision blurred, abdominal distension, breast discomfort and rash outcome was unknown. The reporter provided no causality assessment for abdominal distension, breast discomfort, fatigue, headache, memory impairment, metrorrhagia, pelvic pain, rash, tinnitus and vision blurred with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: negative for nickel. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.